Event description:
According to the reporter, during an esophageal procedure, two bravo capsules that failed to attach to the patient's esophagus. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure which may have led to this event, and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. No known adverse events